Event description:
On (B)(6) 2011, the patient's parents contacted lifescan (lfs) alleging that their son's onetouch ping meter was reading inaccurately high. On (B)(4) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information and reached the patient's mother. The reporter advised that the issue began on (B)(6) at 12:30am (just after midnight). The patient is a (B)(6) and manages his diabetes with an insulin pump with assistance from the patient's parents. On (B)(6) at 12:30am, the parents obtained a reading of '403mg/dl' on the subject meter. The reporter stated that this reading was used to determine how much insulin the pump would administer. The reporter advised that on the morning of (B)(6) (unknown time), the patient woke up 'sweaty'. The reporter stated that she took the patient's blood glucose and obtained a reading of '62mg/dl' with the subject meter. The reporter stated that food and glucose drink was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have control solution, so a control solution test could not be performed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective processor and pcb contamination. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were ordered and also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.